Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, a balloon pinhole rupture was noted when inflated at 8atm within 30 seconds at the tip part. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
(B)(6).